Manufacturer narrative:
(B)(4). The meter has been confirmed to exhibit the memory overwrite malfunction. Customers and retailers have been informed through the fa16may2006 letter.

Event description:
The customer reported an issue with their meter. Upon investigation, the meter was found to exhibit the memory overwrite malfunction. In addition, the customer was experiencing symptoms of low blood sugar and self treated with juice and food to relieve his symptoms. There was no report of death or serious injury.